Event description:
Livanova deutschland has received a report concerning an essenz heart-lung machine (hlm) cockpit that briefly blacked out after the perfusionist reversed the pump direction during a procedure. No patient injury has been reported.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz hlm system referenced in this report. The event occurred in zurich, switzerland. Livanova has been informed that the issue occurred after the perfusionist reversed the direction of the cardioplegia pump during the final stage of the procedure, in the early afternoon. It was further reported that the cockpit briefly blacked out for approximately two seconds before resuming normal functionality. The livanova logo did not appear upon recovery, and the perfusionist found the system already in bypass mode when the cockpit resumed operation. The investigation is currently ongoing.